Event description:
In 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra meter reads inaccurately high. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The patient's wife was able to provide limited information therefore, this complaint is classified based on information obtained from lfs customer service and some information from the patient's wife. The patient reported a result of 80 mg/dl on his meter at 9 pm the night before. At 9:15 pm emergency services obtained a reading of 37 mg/dl on their meter. The difference between the results falls outside the expected value of <=30%. At that time the emergency services staff allegedly gave the patient food and/or drink as treatment. The patient never alleged any symptoms. Prior to receiving treatment from the paramedics, the patient took his usual doses of metformin and insulin but did not say what those doses were. The patient's wife said the patient's meter was probably reading inaccurately high for quite some time compared to her meter. She also says that the patient's hemoglobin a1c levels have been normal although his meter readings have been unusually high. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. The patient's testing steps were correct. The test strips were expired. Although details of the incident are unknown and the patient did not mention any symptoms, this complaint is being reported because the patient stated he obtained inaccurately high readings, needed to call emergency services, and needed to be treated with food and/or drink by emergency services.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.